Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported separation. However, possible factors that may contribute to a shaft/hub separation may include, but not limited to, manufacturing damage, damage during transport and/or storage, or damage while removing the bdc from the dispenser coil. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the 3.0x15 mm nc trek balloon dilatation catheter (bdc) was removed from the coil, the hub/proximal shaft of the device was noted to be separated in two pieces. There was no device use or patient involvement. A non-abbott balloon was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.